Event description:
New information received states that non sustained right ventricular oversensing due to myopotential oversensing was observed. The device was reprogrammed. The patient condition was good.

Event description:
It was reported that episodes of non-sustained lead noise due to possible myopotential oversensing were observed. The patient is scheduled for another follow-up to perform programming changes. The patient was in good condition.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.